Manufacturer narrative:
This device remains in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. A technical service consultant recommended programming options, and lead integrity testing be completed. The device remains implanted. No adverse patient effects were reported.